Event description:
It was reported that patient underwent initial total hip arthroplasty on (B)(6) 2001. Subsequently, patient was revised on (B)(6) 2015 due to recurrent dislocation. During the revision procedure, the acetabular cup was observed to be in an improper orientation. This caused impingement between the head and the acetabular cup, which led to metallosis. The recurrent dislocation was secondary to the impingement caused by an improperly placed cup. The acetabular cup, liner and modular head were replaced with another cup and a constrained liner and head.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-02358 / 2016-01074). Hospital discarded as biohazard.

Event description:
It was reported that patient underwent initial total hip arthroplasty on (B)(6) 2001. Subsequently, patient was revised on (B)(6) 2015 due to recurrent dislocation. During the revision procedure, the acetabular cup was observed to be in an improper orientation. This caused impingement between the head and the acetabular cup, which led to metallosis. The recurrent dislocation was secondary to the impingement caused by an improperly placed cup. The acetabular cup, liner and modular head were replaced with another cup and a constrained liner and head. Additional information was received from patient's legal counsel who reported that the initial hip arthroplasty occurred on (B)(6) 2000. Patient's legal counsel further reported the staining of periarticular tissues. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2015-02358/02359 and 2016-01074). Additional mdrs were filed for the same person (reference 1825034-2016-02452/02453). Hospital discarded as biohazard.

Event description:
Patient's legal counsel reported that patient underwent a left hip revision procedure approximately sixteen years post-implantation due to pain and metallosis with staining of periarticular tissues. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative notes received indicate that patient underwent a left hip revision procedure approximately fourteen years post-implantation due to recurrent dislocations, metallosis and pseudotumor formation. During the revision procedure, the acetabular cup was observed to be in an improper orientation. The operative report also noted corrosion, synovitis, recurrent instability and impingement of the trunnion. The acetabular cup, liner and modular head were replaced with another cup and a constrained liner and head.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "particulate wear debris and discoloration from metallic and polyethylene components of joint implants may be present in adjacent tissue or fluid." "Dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. Muscle and fibrous tissue laxity can also contribute to these conditions."